Event description:
It was reported that this pacemaker system was exhibiting loss of capture and the patient presented to the emergency room. Technical services (ts) was consulted and the pacemaker system was reprogramed. The patient received a holter and will have a follow up. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system was exhibiting loss of capture and the patient presented to the emergency room. Technical services (ts) was consulted and the pacemaker system was reprogramed. The patient received a holter and will have a follow up. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and this device has been explanted. No additional adverse patient effects were reported. This product has returned for analysis.

Event description:
It was reported that this pacemaker system was exhibiting loss of capture and the patient presented to the emergency room. Technical services (ts) was consulted and the pacemaker system was reprogramed. The patient received a holter and will have a follow up. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and this device has been explanted. No additional adverse patient effects were reported. This product has returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.